Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital due to an alert. Upon interrogation, the implantable cardioverter-defibrillator exhibited a loss of sensing, high impedance and a loss of capture. During the lead revision, it was revealed that the set screw was not tightened properly. After reconnecting the lead to the device, the device resumed normal function. The patient was in good condition post procedure.